Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-may-30 regarding a patient receiving morphine (8 mg/ml at 4.28 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump reservoir was empty. The pump was not filled and on (B)(6) 2019 it should have been dry. The patient was due for a refill and therapy was not intentionally discontinued. The hcp lowered the dose some due to the pump running empty. No patient symptoms were reported and no further complications were reported or anticipated.